Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 70 mg/dl while using the system. The user treated the episode following a low glucose alert and later received a notification that the sensor was not functioning properly, after which a replacement sensor was applied and paired to the ilet system. No outside medical intervention was required.